Event description:
It was reported that during the changeout procedure of this implantable cardioverter defibrillator (ICD), noise and oversensing of all channels was observed on previous stored events. The field representative was able to recreate the noise on the right atrial (ra) and right ventricular (rv) with this patients arm movements. Additional information from the field representative noted the physician determined the cause of the noise was due to electromagnetic interference (emi). This ICD was explanted and replaced with a new device which remains in service. No noise or oversensing was observed during changeout. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.